Manufacturer narrative:
(B)(4).

Event description:
The complaint is reported as: during the insertion of the catheter at the femoral site, after inserting the needle it was impossible to get a blood backflow. It seems there was an air leak at the level of the tip on which we insert the syringe. During aspiration, we observed a foamy backflow with air bubble. The device was replaced. No patient harm was reported.

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as it was reported that the sample is not available for return. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The complaint is reported as: during the insertion of the catheter at the femoral site, after inserting the needle it was impossible to get a blood backflow. It seems there was an air leak at the level of the tip on which we insert the syringe. During aspiration, we observed a foamy backflow with air bubble. The device was replaced. No patient harm was reported.